Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394600 and lot number 3335065. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, the lot provided did not correspond to the material number provided. Several attempt were made to confirm the reported material number which were unsuccessful. Based on the information provided we did perform a DHR on the lot provided which corresponds to material 394600 which is not the lot number 3335065.in our instruction for use, which is enclosed in each box, our recommendation is: do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white disconnected in the tubing has become disconnected from hub while in use lot number 3335065d we have had 2 of these in this batch.